Event description:
It was reported that during the operation, the drill bit broke. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual inspection showed that the cross section of the locking compression plate drill bit broken surface had no irregularities. It was determined that too much mechanical force well beyond its calculated design was applied during insertion, which resulted in the breakage of the tip. No product fault was detected. This complaint is invalid from a manufacturing standpoint.